Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe luer-lok¿ tip with bd precisionglide¿ needle retracted prematurely. Furthermore the user did not realize the needle had retracted, therefore the patient was given an x-ray scan to determine if the needle was lodged in the patient. Scan was negative and the user then realized the needle had retracted prematurely. No further medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that bd syringe luer-lok¿ tip with bd precisionglide¿ needle retracted prematurely. Furthermore the user did not realize the needle had retracted, therefore the patient was given an x-ray scan to determine if the needle was lodged in the patient. Scan was negative and the user then realized the needle had retracted prematurely. No further medical intervention was reported.

Event description:
It was reported that bd syringe luer-lok¿ tip with bd precisionglide¿ needle retracted prematurely. Furthermore the user did not realize the needle had retracted, therefore the patient was given an x-ray scan to determine if the needle was lodged in the patient. Scan was negative and the user then realized the needle had retracted prematurely. No further medical intervention was reported.

Manufacturer narrative:
Investigation summary: this complaint is for a reported integra syringe and integra related failure. The product listed in this complaint is a standard syringe with needle. No investigation is possible for integra related complaint on a standard syringe with needle product. There is a mismatch of product listed in this complaint and product being complained about. A device history record review showed no rejected inspections during the production of the provided lot number that could have contributed to the reported defect. Quality notification review cannot be performed for integra-related notifications on a standard syringe. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. No further action is necessary at this time.